Event description:
Customer reported the product was received with some floating membrane in two of the bags and plastic piece floating in another bag. The exact lot is unknown as the bags were destroyed by the customer. The customer sent for a fdir analysis. No samples to be returned. There was no patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a case of particulate matter in a cryocyte bag prior to fill. As in all cases of foreign particulate matter in a cryocyte bag, there is additional risk to the patient regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter. Upon receipt and evaluation of the results of the customers analysis. A follow-up report will be submitted. Please note that this product is end of life.

Manufacturer narrative:
(B)(4). (B)(4) provided an investigation report concerning the complaint. Visual inspection of the bag identified 2 particles. The complaint was confirmed. Based on ftir analysis and visual evaluation for the particles, product bag, and dispensing pin, the observed particles are consistent with the membrane port of the baxter cryocyte freezing bag and dispensing pin. Per (B)(4), it is likely that particles were introduced to the product bag during dose preparation at the clinical site, and did not exist in the product prior to inserting the dispensing pin through the membrane port for dose preparation. The manufacturing facility, baxter mountain home, completed their investigation based on the (B)(4) report as the samples are not available. Baxter mountain home is in agreement with the report results. They stated that quality performs an s-3 per batch for in-process finals. As it is unknown which bag had the particulate, baxter mountain home completed a batch review on all lots identified in the report: ha10b09013, h09a06089, and h09a02500. Exact lot with defect unknown per (B)(4). No issues noted during the manufacturing process. There were no deviations from standard procedure. The exception management system was reviewed for these batches with no exceptions noted. Batch review results are acceptable no further evaluation required. Please know that this cryocyte has been end of life since 2010. There has been no increase in complaints of this nature for this product line. This complaint will be kept on record for trending purposes.